Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a standard knee scope procedure, the blade flaked. It was further reported that not all flakes were retrieved. Another blade was used and suction was turned on to try to retrieve the flakes. According to the sales representative, there was a very big pile of shavings. No injury to the patient was reported.